Event description:
The customer stated they acquired the patient with the wrong orientation and caused the philips remote applications specialist (ras) to obtain information on how to flip the images. The ras confirmed that the operator acquired the patient in the wrong orientation and there was no harm to a patient, operator or bystander. The ras instructed the customer now to flip the images and annotate the patient images with the correct orientation. There was no malfunction of the system, the system is working as specified. This was user error.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).